Event description:
It was reported that the iab was inserted via an introducer sheath in the or by a cardiac surgeon. Immediately after insertion, the central lumen was flushed with heperanized saline. The central lumen was found to be blocked. Because of this, the iab was removed and replaced. There were no associated pt complications.